Event description:
Additional information received from the distributor indicated the target vessel had no calcification with approximately 80% stenosis. The lesion length was not provided. It was confirmed the balloon ruptured during initial inflation to 14atm inside of a stent. There was no patient harm. The event resulted in a procedure delay of approximately 5 minutes. No further medical intervention was required and the patient was in stable condition. Patient information was provided.

Event description:
On (B)(6) 2024 e1 (hcp, dist): the balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The site reported the initial balloon ruptured in a calcified area. The procedure was completed with the use of another balloon. There was no patient harm. No procedure delay was reported.